Manufacturer narrative:
It was reported that the product "does not give readings". The customer stated the devices powers up but gives a "bunch of random numbers". There were no reports of death, serious injury, medical intervention, or follow-up care.

Event description:
It was reported that the product "does not give readings".